Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 173mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. Instructed the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.